Manufacturer narrative:
As received, only the connector portion of the lead was returned in one piece. Visual inspection did not find any anomalies on this portion of the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2024-57001; related manufacturer reference number: 2017865-2024-57002. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information was provided.